Manufacturer narrative:
A customer from (B)(6) had reported to biomérieux misidentifications for three enterobacter patient isolates in association with the vitek® ms. The customer results were: patient 1: march 9 : single choice e. Hormaechei 99.9%. March 14 :low discrimination e. Cloacae 50% / e. Asburiae 50%. Patient 2: march 6 : single choice e. Hormaechei 99.9%. March 14 : low discrimination e. Cloacae 33.3 / e. Asburiae 33.3 / e. Hormaechei 33.3. Patient 3: feb 22 : single choice e. Hormaechei 99.9%. Feb 25 : low discrimination e. Cloacae 50% / e. Asburiae 50%. An internal biomérieux investigation was performed using the three isolates submitted by the customer. The organisms were tested with gyrb sequencing and provided an identification to enterobacter xiangfangensis for all isolate submittals (samples ID: (B)(6)). The misidentification was reproduced internally by biomérieux quality control laboratory. Enterobacter xiangfangensis is not included in the vitek® ms knowledge base. Vitek® ms system identification is based on a species pattern classification. Organism species not present in the knowledge base can yield a result where no specific species pattern will be available in the database for comparison. Consequently, the system can provide: no identification (noid - most probable answer) when the spectrum acquired doesn't match with any species pattern. An incorrect single choice identification to the nearest pattern species (often same genus) when the spectrum acquired presents high level of similarity with a specific species pattern present in the database. A low discrimination identification (often the same genus) when the spectrum acquired presents high level of similarity with multiple specific species patterns present in the database. This limitation is indicated in the vitek® ms labeling: "testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification." The vitek® ms is performing as intended and in accordance with product labeling.

Event description:
A customer from france reported to biomérieux misidentifications for three enterobacter patient isolates in association with the vitek® ms. The isolates were cultured on cba media with an incubation time of 24 hours at 37°c on aerobic atmosphere. The results were: (B)(6). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.